Event description:
On (B)(6) 2011, a patient presented with a total occlusion in left superficial femoral artery. The patient was treated with a 6x15 gore viabahn endoprosthesis. It was reported to gore, that as the physician was deploying the device, the deployment line broke, leaving a fourth of the endoprosthesis constrained. A 4mm balloon was successfully used to open the constrained device. The remainder of deployment line is still in the patient at an unknown location. Three additional gore viabahn endoprostheses were successfully deployed and the physician believes the missing line was covered by one of the stent grafts. The patient is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing records for the device verified that the lot met all pre-release specifications. The imaging evaluation confirmed that the sfa was occluded and upon deployment of the device there appeared to be a portion of a device that remained partially constrained. After balloon inflation, the area of constrainment was no longer visible.